Event description:
It was reported by the customer, nexpowder (hemostatic spray powder) was stuck in the working channel of the evis exera iii colonovideoscope. No patient harm reported. During the evaluation of the device, it was noted the instrument channel was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the instrument channel was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The instrument channel was clogged with foreign material and could not be removed during the incoming inspection. Chemical liquid remained in the channel. The plastic distal end cover insulation did not meet standard value. The bending section cover adhesive was chipped. The control unit plate was deformed. The key top one (1) was incised, had cuts. The angulation had less or specified value and had play. The insertion part connecting tube / passive bending stiffness control was out of specified value. The suction function failed. The coating was peeled off the connecting tube and universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the material which had clogged the instrument channel. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because nextpowder (a hemostatic spray powder) was accidently injected into the biopsy channel which caused it to clog. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·refer to ¿combination equipment¿ on page 115 to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage.¿ olympus will continue to monitor field performance for this device.